Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and had high blood glucose levels of 300 mg/dl. The customer stated that the insulin pump was not delivering insulin properly. Troubleshooting was not performed and the product will not return for analysis.